Event description:
According to the doctor, the patient was seen at the hospital for ¿psych evaluation¿ and possible domestic abuse. They turned on her device while in the hospital, but no reason why was provided. No further relevant information has been received to date.

Event description:
Clinic notes from a patient's hospitalization were received. Notes indicated that the principal problem was difficulty walking; however the notes indicated that she presented at the ER with pain in her neck. The day after her vns was initially implanted. She complained of severe pain at the pacemaker site and reported that her post-operative medications were not helping,. She indicated that the pain radiated all the way to her arm and neck with a sore throat that meant she couldn't swallow her pills. She remained in the hospital for four days and continued to have severe left shoulder pain that extended to her left pain. The pain prevented her from being able to lift her arm and manipulate her hand. Per the notes, the patient had oxycodone added to her medication list for pain. The patient's generator had not been turned on yet post-implant at time of hospitalization . The manufacturer's device history records of the lead and generator were reviewed. The products passed final functional and quality specifications prior to release no further relevant information has been received to date .